Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the department of orthopedics, duke university hospital. The title of this report is ¿surgical management of failed first metatarsophalangeal joint arthroplasty ¿, published in 2024, which is associated with the stryker ¿cartiva¿ system. The article can be found at https://www.sciencedirect.com/science/article/abs/pii/s1083751523003236?via%3dihub this report includes analysis of the clinical data that was collected on 2 cases. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced "continued pain to the right first mtp after a failure of the pva hydrogel implant were obtained revealing graft subsidence and narrowing of the joint space", "deformity through the pva hydrogel implant was appreciated and the implant was found to be unstable", bone graft + compression screw + dorsal plate applied for arthrodesis., which required surgery.